Event description:
It was reported that the patient felt the leads were real tight in the neck area down to the implant and they made it difficult to turn his neck. His hcp sent him to physical therapy and after starting therapy the implant started to swell. The patient stated he felt fluid around the implant and the skin was a reddish color. After starting therapy the patient experienced issues talking and walking with stimulation on. The issues went away when stimulation was turned off. It was noted that stimulation was working well for the patient's tremors, which is what it was implanted for. The patient had an appointment scheduled for (B)(6). Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that about 8-9 months after implant the patient¿s body rejected the implantable neurostimulator (ins). The patient¿s skin turned red and then got really bad so they took the ins out. The patient was told that it was ¿really infected.¿ the wires that were running down the right side of the patient¿s neck were pulled and then coiled at the top their head were the probes were left in. The patient stated this was done in case the patient wanted to have an ins placed again later. The patient was having back and hip problems that just started and their healthcare professional (hcp) wanted to do an MRI of their low back and pelvic area.

Manufacturer narrative:
Lead model 3387s-40, lot # v568684, implanted: (B)(6) 2011, explanted: na; lead model 3387s-40, lot # v750613, implanted: (B)(6) 2011, explanted: na; extension model 37085-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: na; extension model 37085-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: na; programmer model 37642, serial # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported the deep brain stimulator (dbs) system was partially removed about 9 months after implant. His body rejected it and gained a bad infection. The leads were still in but they were not sure about the extensions.

Manufacturer narrative:
(B)(4)